Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(bathroom) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 199 mg/dl. Customer also reported non-fasting back to back meter comparison blood glucose test results using truemetrix air meter of 186 mg/dl and the test result reported using dr's device of 139 mg/dl. The meter to meter comparison with the doctor's meter was done back to back and it was during a routine visit. The customer's expected fasting blood glucose test result range is 80 - 98 mg/dl. The customer's expected non-fasting glucose test range is 120 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 05/29/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 176mg/dl (B)(6) 2017 11:26 pm fasting:no, the 137mg/dl (B)(6) 2017 11:22 pm fasting:no, the 190mg/dl (B)(6) 2017 07:43 pm fasting:no, the 185mg/dl (B)(6) 2017 07:42 pm fasting:no, the 114mg/dl (B)(6) 2017 06:25 pm fasting:no. Memory concerns:176 mg/dl, 137 mg/dl, 190 mg/dl, 185 mg/dl, 114 mg/dl.